Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient did not cross over and was not appearing on the machine. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d medical device model, section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over properly. A technical support specialist received a report about orders not transferring across stations. After confirming all devices were online via remote smart service (rss), the specialist accessed the server remotely with customer approval. A downtime query was run using structured query language, and it was found that messages were queued, but the system time and connection flags were normal. To resolve the issue, several services related to data synchronization, messaging, and job scheduling were restarted, along with network listener and port sharing services. The specialist also checked the health sight viewer (hsv), which showed a brief meditech downtime, and restarted inbound messaging. Patient and order details were verified in the pes, confirming that orders were now populating. The customer was informed and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient did not cross over and was not appearing on the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.